Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. The fse checked the power supply, reconnected all power supply board related connections, and found that the power supply was working satisfactorily. The fse confirmed that the battery charged successfully. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(4) medical college.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
H4 analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer's perfusionist, the cs300 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.